Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they pressed on several buttons, but their display was blank. Customer also reported their keypad was unresponsive. Customer's blood glucose was 201 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.